Manufacturer narrative:
(B)(4). Additional PMA/ 510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that a fractured implant (tsvh10) was removed at tooth location 19. Bone loss was also reported. Doctor placed another implant.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear about the threads, and the collar is completely fractured off. The product is too damaged to be accurately measured. The reported event could not be recreated due to the nature of the device and events. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 9 years. The customer has returned x-ray images of the surgical site around the time of removal. Sme review of these images confirmed signs of bone loss. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 61549398. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61549398) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (bone loss & implant fracture) or product (tsvh10). Therefore, based on the available information, device malfunction has occurred and both the reported fracture and bone loss events were confirmed following review of the physical product returned and x-rays.

Event description:
No further event information available at the time of this report.